Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, corrosion of the video connector receiving contact was noted and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera pro video system center had a poor contact at the connector connection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received, from the reporter, additional information, based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received. Indicating, the reported issue occurred on (B)(6) 2022, during a pre-use inspection. A review of the DHR found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding ¿image may or may not appear¿ was not reproduced. However, the reported issue regarding ¿video connector contact corrosion¿ and ¿battery depletion¿ were reproduced. The root cause of the reported issue was not identified. Olympus will continue to monitor the field performance of this device.